Event description:
A malfunction was reported on the pump after the customer accidentally fell on it, causing it to be crushed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to the customer on how to manage the situation, including storing the pump correctly and returning it using a pre-paid label. A replacement pump was sent to the customer, and measures for continued insulin delivery, such as using mdi, were discussed.